Event description:
Reporter noted they were unable to reflux with footswitch during I/a. Posterior capsule tear occurred. Anterior vitrectomy performed. Patient doing well with no post operation problems.